Manufacturer narrative:
Unit had motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test or verify e70 alarm in the alarm history screen due to motor error alarm. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The drive support cap was noted to be normal and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 213 mg/dl. No further information reported.